Event description:
The event occurred on an unspecified date and involved an unspecified transducer (arterial and cvp), predominantly the safeset (single and tricufurcated). The reporter stated, "syringe on safeset cracking, blood on floor." There was patient involvement, there was delay in therapy and unknown patient harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined. D4: unknown UDI due to no list or lot number provided.

Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer.